Event description:
A malfunction occurred with a code displayed as malf 0, but no notable events preceded it. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset instructions, assisting the customer with the reset, after which the malfunction did not recur. The customer was informed to contact support again if the issue happened again, and acknowledged the instructions.